Event description:
The device has been explanted.

Event description:
Healthcare professional reported "a right side deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, delamination in the plug strap. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior and delamination in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior side to an unidentified (tear) opening and delamination of the plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade I.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported "a right side deflation." The device remains implanted.